Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting with tandem technical support, it was discovered that the insulin gauge was accurate. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 42-45 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.